Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further procedure information is available to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot expiration date is currently unavailable.

Event description:
During a bankart repair, the implant was mallet into the glenoid. After passing the post through the labrum, and passing it through the suture card. When advancing the knot, it got stuck and will not advance further. The procedure was completed with same like product with 30 minute delay. Additional information received via email from the affiliate on 3-7-16. The correct suture was used from the card to make the knot (preloaded with gryohon). Knot stopped mid length. Original anchor left implanted. The procedure was completed with another gryphon anchor. Additional details received via email from the affiliate on 3-8-16. Additional bone hole was created to complete the procedure.